Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appeared to be crack at the y-site when they connect a syringe or IV tubing to this port. Powerloc was accessed on (B)(6) 2019 and cracked on (B)(6) 2019. Infused lacated ringers and fentanyl.